Manufacturer narrative:
The screws were not implanted. Investigation pending.

Event description:
During inspection prior to surgery it was discovered that the screws had become disassembled after sterilization. The screws were not taken into the operating room. There was no patient contact.